Manufacturer narrative:
The primary report of a user advisory (ua) 12 (lifeband not present) was not reproduced during functional testing of the autopulse platform ((B)(4)); however, was confirmed through archive data review. The secondary report of the platform's drive shaft will not rotate was reproduced during functional testing. The root cause was a defective drive train. The archive data was reviewed and contained multiple ua 12 (lifeband not present) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages. These error messages occurred due to the defective drive train. As part of routine service during testing, the platform was further examined a bent battery lock and damaged front enclosure. This physical damage found during visual inspection is a characteristic of mishandling of the device. This observation is not related to the reported event. After replacing the drive train, battery lock and front enclosure; the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) displayed a user advisory (ua) 12 (lifeband not present). Additionally, the platform's driveshaft will not rotate on one side. No patient involvement.